Event description:
It was reported that during a lap cholecystectomy procedure, it was a bit more difficult than usual to squeeze from outset. Clips were not forming properly and tended to scissor. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.